Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not performed as the lot number was not provided. No further investigation is warranted at this time.

Manufacturer narrative:
Initial reporter international zip code and phone number: (B)(6).

Event description:
It was reported that the t's deployed simultaneously from the device. No patient injury or complications were reported.

Manufacturer narrative:
Additional information received indicating that the event that occurred was not a simultaneous deployment, but rather a t2 non-deployment and a backup device was available. (B)(4).

Event description:
It was reported that during a meniscal repair, t2 would not deploy from the device. Nothing was left unsupported in the patient and a back up device was utilized to complete the procedure. No patient injury or complications were reported.